Event description:
Case description: investigation results: name: novopen® echo®, batch number: fvg9593-2: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Name: levemir® flexpen® 100 u/ml, batch number: eh70841: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Since last submission the case has been updated with the following: investigation result updated. Manufacturer comment added narrative updated accordingly suspect product expiration date added suspect medical device expiration date added. Manufacturer's comment: 12-jan-2018: as the device novopen echo has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are listed. This single report does not change the safety profile of levemir flexpen. Evaluation summary: name: novopen® echo®, batch number: fvg9593-2: inv-0376710: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.

Event description:
High blood glucose level up to 18 - 27 mmol/l [blood glucose increased] push button of the suspected novopen echo didn't move forward and not a full dose of insulin went out [device malfunction] patient had taken out cartridge from levemir flexpen and uses it in combination with novopen echo [wrong technique in device usage process]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "high blood glucose level up to 18 - 27 mmol/l" beginning on (B)(6) 2017, "patient had taken out cartridge from levemir flexpen and uses it in combination with novopen echo" beginning on (B)(6) 2017, "push button of the suspected novopen echo didn't move forward and not a full dose of insulin went out" beginning on (B)(6) 2017, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2017 for "type 1 diabetes mellitus", and levemir flexpen (insulin detemir) due to "type 1 diabetes mellitus", regimen # 1 is 11 u, qd (u: 5 - 0 - 6), from 2011 and ongoing, regimen # 2 is 15.5 u, qd (u: 9 - 0 - 6.5), ongoing. (B)(6). Medical history included type 1 diabetes mellitus since 2011. On an unknown date in (B)(6) 2017, the patient hba1c (glycosylated haemoglobin) level was reported as 6%. Patient experienced high blood glucose level up to 18 - 27 mmol/l on novopen echo and levemir on (B)(6) 2017. The patient had taken out cartridge from levemir flexpen and used it in combination with novopen echo because the patient needed insulin titration in step of 0.5 units and there was unavailability of the penfill. Later push button of the suspected novopen echo didn't move forward and not a full dose of insulin went out when the push button was pressed. The patient's mother was the operator at the time of the event. But both the patient's mother and the patient were trained in the use of the device. Use of the suspected novopen echo was discontinued on (B)(6) 2017 and the patient's blood glucose reached her blood glucose target value on (B)(6) 2017. Action taken to novopen echo was reported as product discontinued due to adverse event. Action taken to levemir flexpen was reported as dose increased. On (B)(6) 2017 the outcome for the event "high blood glucose level up to 18 - 27 mmol/l" was recovered. The outcome for the event "patient had taken out cartridge from levemir flexpen and uses it in combination with novopen echo" was not reported. The outcome for the event "push button of the suspected novopen echo didn't move forward and not a full dose of insulin went out" was not reported. Company comment: the reported events are listed. This single report does not change the safety profile of levemir flexpen. Reporter comment: it was considered that levemir flexpen is suspected product but with the causality "unlikely" because the patient used the medication in connection with the injector. Due to limited access to the hcp (endocrinologist) at the time of the event and because the patient did not visit nor kept the hcp informed regarding the event the medical confirmation was not available.